Event description:
A bipap a30 ventilator was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation needs to be replaced to resolve the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the main printed circuit assembly (pca) needs replacing for two error codes, unable to write to event log and error accessing files/directories on the sd card, were observed on the device's error log. These were unrelated to the reportable issue. The liquid crystal display has pixel issue, which was unrelated to the reportable issue. The accessory port cover needs replacing because its missing from the device, which is unrelated to the reportable issue.